Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of a 4.0 x 08 mm nc trek balloon catheter from the packaging coil, the device kinked. After further manipulation the shaft separated. The device was not used. Another catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported proximal shaft separation was confirmed. The reported kink was not confirmed; however, it is likely that the kink reported was located at the separated location noted during return analysis. The investigation determined the reported proximal shaft separation and kink appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.